Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the cysto-nephro videoscope exhibited foreign material in the scope cover and deformation of the forceps port channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The reprocessing status was unable to be confirmed since information about it was unavailable. Based on the results of the investigation, the root cause of the plastic distal end cover containing foreign material and the deformation of the forceps channel port was not identified. Additionally, the foreign material remaining was not identified. The event can be [detected/prevented] by following the instructions for use, which state: the instruction manual has the following chapters for reprocessing: chapter 3: compatible reprocessing methods. Chapter 4: reprocessing workflow for endoscopes and accessories. Chapter 5: reprocessing the endoscope (and related reprocessing accessories). Chapter 6: reprocessing the accessories. Chapter 7: reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.